Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported issue, the device was found to over deliver. It was determined that the defective expulsor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed accuracy testing output 21.6 (8 percent). The event occurred during preventive maintenance, there was no patient involved.